Event description:
A clip got broken at the hook at loading during a laparoscopic colectomy. Therefore, a new cartridge was opened to complete the proc edure.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok l clips 6/cart 84/box lot# 73f2000501 was manufactured on 06/23/2020 a total of (B)(4) pieces. Lot was released on 07/02/2020. DHR investigation did not show issues related to complaint. The customer returned one cartridge 544240 hemolok l clips 6/cart 84/box for investigation. The cartridge was returned with no clips remaining. Two clips were returned loose and both had their pierced bosses broken off. The cartridge and clips were visually examined with and without magnification. Visual examination revealed that the two broken pierced bosses were remaining in the cartridge. R & d engineering was consulted for this complaint issue. According to r & d, the observed damage to the broken clip is consistent with improper loading of the clips (possibly loading with high force at a severe angle) or with using damaged appliers. The appliers were not returned for investigation. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as the damage observed on the clip indicates that unintentional user error caused or contributed to this event. The reported complaint of "broken/detached parts - clip - boss" was confirmed based upon the sample received. The cartridge was returned with no clips remaining, however two clips were returned loose and both clips had broken pierced bosses. R & d was consulted for this complaint and it was determined that the observed damage to the broken clips is consistent with improper loading of the clips (possibly loading with high force at a severe angle) or with using damaged appliers. It is unknown how the returned clip was handled during use and the appliers used at the time of malfunction were not returned for investigation. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
A clip got broken at the hook at loading during a laparoscopic colectomy. Therefore, a new cartridge was opened to complete the procedure.